Event description:
It was reported that the vns patient has been manipulating an area on her neck and developed an open wound. Follow-up revealed that the patient had manipulated the wound in the past following initial implantation surgery at which time the surgeon cleaned the wound and closed it with a skin tag. The surgeon performed surgery again during which he explored the neck wound and removed the vns generator and lead as infection had affected the device. There were no reported issues with the device. Wound culture results showed a staphylococcus epidermidis infection.